Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a regulatory body via a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient underwent a magnetic resonance imaging (MRI) scan. MRI mode was activated and the device showed full-body eligibility. After the first sequence, the patient experienced a skin burning sensation at the site of the battery with shooting sensations down the leg. The MRI scan was stopped. A little red area around the battery site was identified. MRI mode was deactivated and the device was put back into therapy mode.